Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that two weeks after implant of this pulmonary valved conduit, a vectorcardiogram showed that one of the device leaflets was not moving. There was no associated stenosis or regurgitation. Two weeks after the observation, a balloon dilation was performed during heart catheterization, resulting in improved performance of the device. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.